Event description:
Event description cpi received information that this implantable pulse generator (ipg) was unable to be telemetered or provide a magnet response subsequent to the patient falling off a three foot high stool.